Manufacturer narrative:
Investigation: visual inspection: dried deposits on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested, the adjustment was more difficult than expected, and however, it was possible to adjust the valve to all specified pressures. Breaking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to test the opening pressure, we use a meithke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve is operating within acceptable tolerances. Results: first we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of a malfunction. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily caused the malfunction of the valve in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
The reporter indicated that a patient with early childhood hydrocephalus received an implant, it was reported post operative blockage. Additional details of the event have not been provided.